Event description:
The sheath for this cook micropuncture introducer set broke in half during PICC line insertion in the cath lab, leaving the distal end inside the pt's right upper arm. The interventional radiologist attempted to retrieve it without success. A general surgeon was called to the cath lab to perform a cut-down to remove it. It was removed completely and no retained pieces left as verified by fluoroscopy. Diagnosis or reason for use: for placement of PICC catheter.